Manufacturer narrative:
(B)(4). Without a lot number or device serial number, the manufacturing date cannot be determined. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) failed calibration; the outputs were out of specification. The epg will be sent in for service and repair. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) failed calibration; the outputs were out of specification. The epg will be sent in for service and repair. There was no patient involvement.